Event description:
Various undefined issues were reported for this unit. There were no pt involvement or adverse consequences reported.

Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is received, a follow-up report may be submitted.